Manufacturer narrative:
The right mandibular component was removed due to loosening bone screws. The surgeon is planning on placing a new device component at a later time.

Event description:
The right mandibular component was reported loose and the surgeon elected to remove the device.